Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed using the current pump supplies and the pump performed as intended. An infusion set site change was performed to address the current occlusion. Customer's blood glucose level was 336 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.